Manufacturer narrative:
Evaluation summary: the reported event that three screws backed out from the plate could be confirmed with the help of x-rays provided by the healthcare facility. A root cause analysis conducted by a subject matter expert team, based on the information contained in the complaint and the x-rays that were supplied, contains the following statement for this reported event: ¿selected plate too short. Inappropriate screw placement in fracture area.¿ the instructions for use for non-active implants v15013/j were reviewed. The following statement related to the reported failure mode is included: intra-operative: [¿] after the procedure check the proper positioning of all implants using the image intensifier. [¿] implant selection and sizing: [¿] failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation.¿ a review of the device history for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of any material, manufacturing or design related problems were determined during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2014, variax clavicle surgery was performed. Then on (B)(6) 2014, it was found that 3 screws backed out from the plate. On (B)(6) 2014, revision surgery was performed. The surgeon provided the extracted products and requested whether the screws locked or not.

Event description:
On (B)(6) 2014, variax clavicle surgery was performed. Then on (B)(6) 2014, it was found that 3 screws backed out from the plate. On (B)(6) 2014, revision surgery was performed. The surgeon provided the extracted products and requested whether the screws locked or not.

Manufacturer narrative:
Evaluation summary: the reported event that screws backed out from the plate could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The screw backed out from the plate was caused by inappropriate selection of the plate size. For a stable fixation in the clavicle shaft a minimum of three bi-cortical screws in the medial main fragment would be required, which indicates that the plate was at least two holes too short. The screws are concomitant products. The following statement related to the reported failure mode is included in the instructions for use for non-active implants ((B)(4)): ¿warning: implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important.¿ stryker medical expert stated: ¿in this cortical bone area it makes no real difference whether locking screws or non-locking screws are used. Usually it is caused by insufficient tightening of the locking mechanism in addition with high loading, which is common in an unstable clavicle shaft fracture that is fixed with only one functional screw in the medial main fragment. For a stable fixation in the clavicle shaft a minimum of three bi-cortical screws in the medial main fragment would be required, which indicates that the plate was at least two holes too short."

Event description:
On (B)(6) 2014, variax clavicle surgery was performed. Then on (B)(6) 2014, it was found that 3 screws backed out from the plate. On (B)(6) 2014, revision surgery was performed. The surgeon provided the extracted products and requested whether the screws locked or not.